Event description:
(B)(4). During a surgical procedure, the treating clinician noticed a hole in the finger of the surgical glove, which may have compromised the sterile barrier. The patient experienced post-operative infection that required some form of medical intervention to resolve it.

Manufacturer narrative:
.